Event description:
It was reported to philips that real-time screen did not display the image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and since the problem was intermittent, the user attempted to execute the fluoro again to complete the procedure. The analysis of the system log file found that an error image processing malfunction (missing image(s) on view display device). To resolve the reported issue, the fse replaced the x10 network cable between image processing pc and host pc. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the issue was intermittent, the user attempted to execute the fluoro again, the procedure was completed on the same system. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.